Manufacturer narrative:
The investigation for delivery issues and product damage has been completed. The device was not returned for evaluation. The root cause of the delivery issue was most likely patient condition related, the impella was inserted up to the pigtail, but the left ventricular cavity was narrow and the impella didn't pass through. The root cause of the product damage issue was most likely patient condition related since the pump was advanced along the 0.018 inch guidewire, it could not be advanced to the apex and got stuck halfway. While inserting and removing the pump, the guidewire got kinked.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
The user facility reported that after ECMO insertion, the impella cp was inserted for a cardiac case. The impella was inserted up to the pigtail, however the left ventricular cavity was narrow. Although the pump was advanced along the 0.018 inch guidewire, it could not be advanced to the apex and got stuck halfway. While inserting and removing the pump, the guidewire got kinked. A new 0.018 inch guidewire was taken out and another attempt was made to insert it, however it did not work. The impella insertion was aborted. The patient was returned to the ICU with ECMO and intra-aortic balloon pump (iabp).